Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis lab (fa lab) was able to confirm the reported issue through the events log, but could not duplicated the issue during the functional check. The vela main printed circuit board assembly will be placed on hold.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was able to verify the customer's reported issue. Bench testing revealed a faulty mainboard. The mainboard was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator was auto-cycling. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt801 has failed. This issue will be internally investigated within vyaire.